Event description:
Related manufacturer reference number: 2017865-2024-00329. Related manufacturer reference number: 2017865-2024-00330. Related manufacturer reference number: 2017865-2024-00331. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker, right ventricular (rv), right atrial (ra), and left ventricle (lv) leads were oversensing noise due to electromagnetic interference (emi), which led to pacing inhibition. Programming changes were made to resolve the issue. The clinic will continue to monitor the patient. The patient was discharged with no reports of adverse consequences.